Manufacturer narrative:
H.6 investigation summary material #: 367342 lot/batch #: 3324486. Bd had not received samples or photos for investigation. Therefore, thirty (30) retention samples from bd inventory were evaluated by functional testing, each subjected to draw and retraction lockout testing, no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, one (1) device leaked from the tubing. No patient impact reported.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, one (1) device leaked from the tubing. No patient impact reported.

Manufacturer narrative:
D2a. Common device name: blood specimen collection device; intravascular administration set d2b. Medical device type: jka there were multiple 510k numbers reported to be involved. The information is as follows: g.5. PMA / 510(k)#: k220212 h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.